Event description:
It was reported that during a bariatric revision procedure, he had a device that stopped working with a displayed message "replace instrument". The first device worked for what he estimated was 30-45 minutes before it stopped working. They opened a new like device to continue the surgery. He did report that he used the device through very thick, previously stapled and clipped tissue. The device worked as expected until it stopped. He did not notice any unexpected bleeding and/or did not notice any physical issues with the device. To his knowledge, the tip did not break and he did not note any fragments or obvious damage. There were no patient complications. The surgery was delayed approximately ten minutes due to the issue.

Manufacturer narrative:
(B)(4) date sent: 6/16/2023 b3: event year only reported: 2023 d4 batch #: x7002z investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the cable cut off and with the distal tip of the blade broken off and it was returned. The remaining blade portion was scratched and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. Probably the device stopped activating and displayed an alert screen because the blade is damaged. The device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, and blade contact with other devices, staples, or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These screen alerts can be such as, "remove instrument from patient" ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch x7002z, and no non-conformances were identified.